Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 474 mg/dl. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer reported small blood on the sensor and it was bleeding but when he removed the sensor, it already stopped from bleeding. Customer stated the site was not actively bleeding and was due to small dose of aspirin. Customer reported flow blocked alarm occurred during fill tubing. Customer was not able to troubleshoot at time of call. The insulin pump will not be returned for analysis.